Manufacturer narrative:
A promus premier select ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted an pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the calcified left anterior descending artery. After dilatation was performed with 1.50x10mm and 2.00x10mm balloons, a 28x3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.